Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts from the most proximal row and struts from a row near the middle of the stent were raised from the balloon and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulty occurred. Vascular access was obtained via the radial artery. The 38mm in length, de novo, eccentric and chronic total occlusion was located in the severely calcified, severely tortuous and 3mm in diameter left anterior descending artery. The lesion contained >=90 degrees bend. After a non bsc guide wire crossed the lesion, predilation was done using a 1.5mm x 15mm non bsc balloon catheter. A 3.00mm x 38mm promus element plus stent was advanced, however the device was not able to cross the target lesion. The procedure was completed using a 3.0mm x 32mm promus element plus stent. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.